Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners and display window. The insulin pump was received with minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm after a battery replacement. It was also found the insulin pump froze up before the alarm occurred. The customer's blood glucose was 459 mg/dl. It was also found the customer experienced a low of 59 mg/dl prior their high event. Customer was treated with manual injections. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.